Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit alarmed unexpected restart after battery change due to corroded interface board. Unit alarmed motor error during rewind due to corroded motor home switch. Unit received with corroded rf board. Unit received missing end cap sticker. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had issues. Customer's blood glucose at time of incident was 260 mg/dl. The customer was advised that pump will be replaced.